Manufacturer narrative:
The device evaluation details: visual analysis revealed reddish material and a hole in the surface of the pebax, presumably blood and a hole on the pebax's surface. Then, the device was connected to the carto 3 system and it was recognized and visualized correctly, no errors were observed. The force feature was evaluated and the force values and the vector were detected within specifications. No force issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material and a hole in the surface of the pebax, this failure could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. When ablation was performed, the contact became hi. The issue was found during the first ablation after the catheter was connected. Even after several times zeroing, the issue was not improved. Cable was replaced but the issue continued. The issue was improved by replacing the thermocool smarttouch sf catheter to another new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-dec-2024 observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 20-dec-2024 and have assessed this returned condition as reportable.